Event description:
The company was informed of an alleged incident via email by (B)(6) on (B)(6) 2013. "Pt was filling the a portable from the unit. Oxygen leaks suddenly, 1-2 meters in height and burned a part of the pt's right hand. Pt was hospitalized at 22.00 on (B)(6) 2012 for 3rd degree burns on a part of his right hand and released at 4.00 am. A nurse changes the dressing regularly."

Manufacturer narrative:
The subject base liquid oxygen device, liberator 45 (sn (B)(4)), was returned to caire for further investigation and testing. The unit was not received packaged, however it was in good condition. Components are all present and there is no damage to components under shroud. There was slight damage to the qdv noted, it appears there has been a number of impacts around the very top of the edge of the qdv. Leak test passed. There was no venting or leaking from the qdv when the function test was performed. The incident reporter by the customer could not be replicated. There was no issue with the vessel witnessed to account for the venting of the vessel.